Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer was over filling the cartridges. Blood glucose was not impacted. Reportedly, the customer continued using the existing cartridge for insulin delivery.